Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a weak battery alarm on the insulin pump when trying to turn her insulin pump back on. The customer stated that she had inserted an old battery. The customer's blood glucose was 600 mg/dl. Troubleshooting was done. Advised customer that the reason why she received the alarm was due to the battery not having full strength. Nothing further reported.